Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the site experienced error 17 and 32097 in the logs related to the left master tool manipulator (mtm) on console 1. The site initially performed a hard power cycle before contacting technical support. Technical support instructed the site to power off the system and unplug the blue fiber from console 1 while keeping console 2 plugged in. Upon powering the system back on, no errors were present. The customer reported event has no report of patient injury.

Manufacturer narrative:
Failure analysis confirmed the complaint; however, it could not be replicated. A visual inspection found no external damage. The unit was placed on the in-house system and operated without any issues¿no errors were observed. Subsequently, the unit was set up on sftp to perform fit and one-hour sine cycle tests. Due to reported field errors, stress and wear-in tests were also performed per engineering requirements, and the unit passed both. Based on the observed errors, the most probable root causes are the following components: slip ring, rotary constraint, o-ring, and lower frame. Additionally, failure analysis identified further faulty components due to failed tests; the axis 4 motor and axis 6 gearbox motor were found to be defective.

Event description:
Refer to h11 for follow-up information.